Event description:
It was reported that during an unknown procedure the device was jamming and the clips would not fire. It is unknown how they completed the procedure.there was no patient consequence reported.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Device fired through lockout the analysis results of the device found that it was returned empty and with the lock out mechanism broken as it was fired through. The instrument is designed to lock out after all the clips have been fired; therefore a potential cause of the customer reported experience is the firing of all of the clips and the instrument "jammed" (activation of the lock out mechanism). The instrument has an orange indicator that appears on the top of the handle as a reference for the user as to the quantity of clips remaining. In addition, one jaw was found to be broken at bifurcation; however, this finding is not related with the incident reported. No incident related to the reported event was observed during the batch record review.